Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via social media of spi to asic communication error and motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump will alarm via social media of spi to asic communication error and reset itself and go back to function normally. The customer stated that the issue happened 2 weeks ago and now it happened at least once a day. The customer stated that the pump gave him an error message.